Manufacturer narrative:
The device has not been returned for eval at this time. A supplemental report will be submitted upon completed of the plant's investigation.

Event description:
The peritoneal dialysis (pd) pt reported that the tube that goes towards the pt, the one closer to the pt (softer plastic) was not in all the way and caused a leak. The leak was visually observed. There were no adverse effects and there was no medical intervention required. Sample is available for eval.